Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a family member/friend it was discovered on (B)(6)2018 that the patient had a urinary tract infection (uti). They stated the uti exacerbated the whole bladder issue and the patient started being totally incontinent (had a loss of therapy) within the last couple days. The patient couldn¿t go to the bathroom because they were bedridden. (The patient being bedridden was not related to the device/therapy.) There were no further complications reported/anticipated.